Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly; however, the contact was unable to provide the duration the battery was charged for. Review of the pump data by tandem's technical support showed that the battery gauge depleted from 30% to 1% within 16 hours on (B)(6) 2016. There was no impact to the customer's blood glucose level due to the reported event. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The customer and contact were unsure of the suspected cause of the low bgs; however, the customer reported being a brittle diabetic. To address the low bg level, the contact delivered a glucagon injection. Additionally, emergency medical transport (emt) administered dextrose to address the customer's low bg level. Recommendation was made to discuss diabetes management with health care provider. It was confirmed that the customer has lantus and novolog insulin available as alternate insulin therapy.

Manufacturer narrative:
Review of pump data log by tandem quality engineer, showed that the pump log recorded a cartridge change and a carbohydrate bolus request of 6.71 units. The pump logs did not record any low bg readings. It is possible that the user did not detach themselves from the infusion set during the load change process thus getting unrequested insulin while completing the cartridge change. There is no indication that a pump malfunction caused or contributed to this low bg event.